Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to intermittent connection to the implant. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 14, 2019. - attachment: [140609-device analysis report.pdf]